Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the mildly tortuous and severely calcified right coronary artery. A 3.00 x 8 synergy¿ drug-eluting stent was advanced to treat the lesion. However, it was noted that the stent was lifted. The device was completely removed from the patient and the procedure was completed with a 12mm synergy¿ drug-eluting stent. No patient complications were reported and the patient's status was good.